Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2022, the patient developed a rash and a scar from the sensor patch adhesive. The patient had burning sensation in the reaction area. The sensor insertion date and insertion site were not provided. No treatment information was provided. The scar was present more than 3 months after the skin reaction occurred. No additional patient or event information is available.